Event description:
Patient required bilateral hip replacement due to severe metallosis and subsequent necrosis of surrounding soft tissue and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.